Manufacturer narrative:
(B)(4).

Event description:
It was reported the hemostasis valve came off during the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used. While the watchman® access system was in the patient, the hemostasis valve came off. The procedure continued and was completed with this device. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was). The cap was received with the blue cap snapped onto the was. The valve, hub, shaft, and tip were microscopically and tactile inspected. Inspection revealed tip damage (delamination/misshapen), sheath kinks located 9 cm and 53 cm from the tip. The cap rotated in the expected fashion, was then removed with some force applied (as expected), and then could be put back into place without issue. There was no damage to the cap or threads. Inspection of the inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the cap consisted of rotation in the expected fashion, was then removed from the sheath with some force applied (as expected), and then could be put back into place without issue. There was no damage to the cap or threads. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported the hemostasis valve came off during the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used. While the watchman® access system was in the patient, the hemostasis valve came off. The procedure continued and was completed with this device. There were no patient complications and the patient was fine.